Event description:
Patient was revised to address pain and femoral loosening at both interfaces.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by lot code was not supplied for the reported cement. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.